Event description:
One pt sample with discrepant probnp results when compared to another analyzer. Initial result gave 99.59 pg/ml; repeat gave 129.4 pg/ml. No erroneous results reported. Unable to determine root cause as customer refused field svc dispatch.